Event description:
In 2006, a call was received notifying the company of a revisited surgery required in conjunction with a bone anchor. Information provided indicated the surgeon has performed a rotator cuff repair seven months earlier. Postoperatively, patient with pain. Five months later, a second surgery was performed to remove one loose anchor.

Manufacturer narrative:
Explanted anchor was returned for evaluation, the suture lock and suture were intact and appeared to have been secured by the suture plug. One wing of the toggle was pressed against the anchor body and the other was positioned straight up. It can not be determined if the deformation of the bone lock took place as a result of intracortical placement of the implant or was a result of forces applied to the implant post-surgically. No conclusion can be drawn based on condition of device and information provided.